Event description:
Caller alleged discrepant results one pt with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 0.8; lab inr: 1.65. Date: (B)(6) 2012; inratio inr: 1.0; lab inr: 1.60. Tests were compared minutes apart. Caller did not want to troubleshooting. Technical support called back and spoke with dr. (B)(6); he said pt recently had surgery.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: dates: (B)(6) 2012; inratio: 0.8; ref: 1.65; mean: 1.23; confidence limits: 1.0-1.5. Dates: (B)(6) 2012; inratio: 1.0; ref: 1.60; mean: 1.30; confidence limits: 1.0-1.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and/or reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product is expected to be returned. No strip lot info was available. Unable to pursue further investigation without additional info. Root cause could not be determined from info provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.